Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose 4 months prior with unknown blood glucose levels at the time of the incident. The caller stated the customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. The insulin pump will not be returned for analysis.